Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2017 using the cooladvantage+, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 and was diagnosed on (B)(6) 2017.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Additional, changed, and/or corrected data: clarification to d4: (B)(6)and (B)(6)were reported but do not align with treatment dates and are likely incorrect upm numbers.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6)2017 using the cooladvantage+, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6)2017 and was diagnosed on (B)(6)2017.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2017 using the cooladvantage+, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 and was diagnosed on (B)(6) 2017.